Event description:
The pt presented with weakness, shortness of breath, tiredness and deteriorating health. An echocardiogram revealed a high gradient across the valve. An intra aortic balloon pump was inserted and the pt was admitted to the intensive care unit. The valve was later replaced with a sjm trifecta valve.